Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The customer contact reported that the option-lok male adapter tubing set was connected to a needleless valve connector and was being used to deliver an unspecified medication. At an unspecified time, it was reported that the distal tip of the option-lok male adapter broke off. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.